Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 10.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 8 seconds, the balloon ruptured horizontally in the middle. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.